Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at approx. 1mm distal to the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately calcified vessel. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres upon fourth inflation. The device was able to be removed without any problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately calcified vessel. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres upon fourth inflation. The device was able to be removed without any problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.